Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd ultra-fine¿ pro pen needles were unable to deliver insulin. The following information was provided by the initial reporter: no insulin comes through the needles.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: ten open 32g x 4mm pen needle samples were returned from lot. No. 1132273, cat. No. 320561. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on nine samples and a broken non patient end of cannula was observed on the remaining one sample. A functionality test as per q-sop-187-dl was also carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 10 bd ultra-fine¿ pro pen needles were unable to deliver insulin. The following information was provided by the initial reporter: no insulin comes through the needles.